Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported quiet speaker which were reproduced during evaluation by troubleshooting the device. Visual inspection found to be caused by the rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced quiet speaker. There was no patient involvement. No additional information is available.